Event description:
PICC nurse was inserting the wire through the introducer needle and only about two inches of the wire was inside of the pt. When the nurse felt resistance pushing, the needle forward and could no longer advance the needle she started to pull the wire out of the pt. She met resistance with the wire so she pulled out the needle. The pt was sent to the operating room where the wire had to be surgically removed. Once removed by a surgeon, the nurse discovered that the wire had created a perfect knot less than a millimeter from the tip of the wire.

Manufacturer narrative:
The complaint of a knotted flexura guidewire is confirmed. Upon receipt, the flexura wire has been returned in two sections. Gross and microscopic examinations show a break in the wire. According to the incident report this occurred during manipulation of the wire. As evidenced by the sample returned it appears the guidewire has been damaged through use. The complaint sample received shows a knot in the wire that is located at the distal tip of the wire. Although the wire is tied in a knot the center coiled wire has not severed from its distal weld tip. A blood residue is observed encapsulating the knot in the wire that is located at the distal tip. No manufacturing defects were noted on the wire. The complaint incident could not be replicated in the laboratory setting. At this time the mechanism of how the wire tied itself into a slip knot during placement is undetermined. Gross visual and microscopic evaluation revealed no evidence of defect or deformity related to the manufacturing process. A lot history review (lhr) of rewf1729 showed no other similar product complaint(s) from this lot number.